Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with data acquisition / printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.